Manufacturer narrative:
Quality safety evaluation received on 26-may-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. Medical conditions: no nickel or jewelry allergy. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 for birth control. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with ketorolac tromethamine (toradol) and surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: according to medical records, standard steps were taken to insert the device first into the right ostia, 5 coils were left protruding from ostia. This was repeated on the left side with 9 coils protruding into uterine cavity. The entire insertion procedure lasted 15 minutes. The patient tolerated the procedure very well. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on (B)(6) 2012: results: 107/56 mmhg. Heart rate (min) - on (B)(6) 2012: 72 min. Pregnancy test urine - on (B)(6) 2012: results: negative. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality. Most recent follow-up information incorporated above includes: on 24-feb-2020: plaintiff fact sheet received. Event medical device removal and device complication was replaced with migration and perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. Medical conditions: no nickel or jewelry allergy. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 for birth control. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with ketorolac tromethamine (toradol) and surgery (essure removal). Essure was removed on(B)(6)2015. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: according to medical records, standard steps were taken to insert the device first into the right ostia, 5 coils were left protruding from ostia. This was repeated on the left side with 9 coils protruding into uterine cavity. The entire insertion procedure lasted 15 minutes. The patient tolerated the procedure very well. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on (B)(6)2012: results: 107/56 mmhg. Heart rate (min) - on (B)(6)2012: 72 min. Pregnancy test urine - on (B)(6)2012: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.